Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the stapler was unable to fire during stapling phase. The surgeon was unable to press the green button and squeeze the handle. The surgery time extended to 30 minutes and more due to searched for a new device to use. New device was used to complete the case. Patient status and outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the stapler was unable to fire during stapling phase. The surgeon was unable to press the green button and squeeze the handle. The surgery time extended to 30 minutes and more due to searched for a new device to use. Patient status and outcome was unknown.